Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture baker grade IV" and ¿the breasts were asymmetrical, hardened and painful on palpation¿ and ¿collagen fibrosis," "anxiety," ¿skin rashes," ¿acute pain in the breast, "swelling in breasts," ¿episodes of depression," and ¿synovial metaplasia with foreign body-type giant cell reaction¿. Patient also reported "hair loss", "lack of concentration¿, "shortness of breath", and "vertigo,¿ ¿fatigue," "pain in the joints¿ and ¿lower limbs", and ¿tingling of the hands and feet," all not related to the device. The device has been explanted.